Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. A field service representative confirmed patient was in the correct size, but patient was wearing the garment under skin folds and this caused the fabric to cut into the patient. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed cortisone cream. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.

Event description:
Submitting supplement to remove verbiage in section b6 as it was added in error. A us distributor contacted zoll to report that a patient developed a rash. A field service representative confirmed patient was in the correct size, but patient was wearing the garment under skin folds and this caused the fabric to cut into the patient. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed cortisone cream. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.